Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the relationship between the device and the reported event is undetermined. A search of the complaint database revealed that no additional complaints have been reported for the pertinent lot. The 12/07 15-month lithotripter basket product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.

Event description:
A trapezoid rx lithotripter compatible basket was used during an endoscopic retrograde cholangiopancreatography on a female pt (weight unk) in 2008. According to the complainant, after capturing a stone (approx 15cm), the physician attached a boston scientific corp alliance ii handle to "add pressure on the basket to burst the stone. During the procedure of adding pressure, the steel wire of the trapezoid rx [lithotripter compatible] basket broke off. . . . The rest of the basket was inside the pt body. The pt was sent to surgery. . . ." At the conclusion of the surgery, the pt's condition was reported as "good."